Event description:
The physician reported that the right ventricular (rv) lead presented with elevated sensing integrity counter (sic), ventricular non-sustained episodes with noise, and oversensing. Under x-ray, it appeared the rv lead pin did not extend past the setscrew block. It was confirmed during the repeat surgery that although the cardioverter defibrillator (ICD) distal terminal block entrapped the pin, the proximal connector had noise in it. Both the ICD and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.